Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. The fse dispatched to the customer site verified proper system operation and performance and determined that access accutni+3 correlation between the two analyzers involved was acceptable. There is no evidence that the access accutni+3 was returned for evaluation. The cause of this event is unknown.

Event description:
The customer reported that non-reproducible troponin I (access accutni+3) results for one patient's sample were generated on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer reported that the initial sample had been re-analyzed for access accutni+3 on the customer's alternate access2 immunoassay system (serial number (B)(4)) and had recovered within the reference range. The elevated access accutni+3 results were released from the laboratory. There was no report of patient injury or change to patient treatment in association with this event. The customer reported that system performance indicators (e.g. Calibration, quality control, system check) for the analyzer in question were acceptable at and around the time of this event. The customer indicated that the initial patient's sample was collected in 13x75 mm lithium heparin tube and did not provide centrifugation or storage details. No issues with sample integrity were reported by the customer. A beckman coulter fse (field service engineer) was dispatched to the customer site to evaluate the analyzer.